Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken piece, measuring roughly 0.2720¿ x 0.2100¿ in size, was returned. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage. Additionally, the instrument was found to have a broken monopolar yaw pulley at the distal clevis. A broken piece is missing as a result of the breakage. The size of the missing piece measures approximately 0.1075¿ x 0.0840¿ in size.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, a plastic piece on the side of a permanent cautery hook instrument broke off inside patient. The fragment was retrieved during the same surgical procedure which was completed robotically.